Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During follow up by (B)(4) with the home patient (hp) regarding a reload set alarm, it was revealed that the hp had used the same setup when restarting the therapy. The hp reportedly just clamped off the bag and then replaced the cassette, following the troubleshooting assistance by the technical service representative (tsr) and advice not to use the same supplies. The hp did not note any visual abnormalities with the supplies that could have caused the alarm. The hp was continuing therapy without any other complications. No further information was provided. There was patient involvement but no serious injury or medical intervention was reported. During further follow up with the hp's nurse regarding the hp not starting over using new supplies; it was found that the nurse was not aware of the problem. The nurse agreed to follow up with the hp regarding the use error and re-train on proper procedure protocol. No further information was provided. There was no injury or medical intervention reported.